Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The customer reported that her blood glucose was 118 mg/dl on (B)(6) 2012 after showering and before going to bed. When she woke up on (B)(6) 2012 her bg read "high" (>500 mg/dl) and the cannula was bent. The customer is visually impaired and could not read the sequence number on the pod.